Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - review was not possible because no lot or serial number was provided. Failure analysis - the base handle is not locking properly due to the shock cushion deterioration. The shock cushion is worn from routine use. 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench is missing. The reported complaint is confirmed from the evaluation. The device was not functioning properly. Some parts of the device were worn and missing. The observed condition is likely caused by improper handling / wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that they had reversed the orientation of the a2101 mayfield ultra base unit and during that manipulation, the cam lever did not lock in place. There was no known patient injury or surgery delay.